Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device did not alarm for air in line, although air was noted in the line. There was patient involvement, patient harm is unknown.

Event description:
It was reported the device did not alarm for air in line, although air was noted in the line. There was patient involvement, patient harm is unknown.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the pump module failing to alarm for air in line was not confirmed during log review or reproduced during testing. Results from the bd air in line threshold procedure, consisting of single air bolus detection and accumulated air detection test demonstrated the pump module is operating within specifications. The review of the pump module and pcu event log, showed no errors were recorded on the reported event date. The following date of 05 january 2024 was noted as the last programmed infusion prior to the reported event date which resulted in recorded air in line alarms. No programmed infusions were observed on the reported date of 15 july 2024. Based on a review of the pump module event long, on 05 july 2024 from 12:00 am to 2:09 pm, an infusion was programmed and started. At 2:09 pm to 2:37 pm, the customer pauses the infusion and restarted, then the pump module was alarmed with air in line warning. At 2:37 pm to 2:40 pm, same situation, its alarmed with air in line and the customer powered off the system. Per the bd alaris pump module air-in-line tip sheet, close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). When inserting the tubing into the air in line (ail) detector, use a fingertip, and firmly push tubing toward the back of the ail detector. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported complaint of air in the line without alarm was not able to be identified or reproduced during testing. The suspect device was tested and found with no anomalies that would contribute to the reported complaint.